Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this pacemaker exhibited two signal artifact monitoring episodes due to oversensing of the minute ventilation (mv) signal on the right atrial channel. An episode of mv oversensing on the right ventricular channel was also seen. The pacemaker was reprogrammed and remains in service. No adverse patient effects were reported.